Event description:
It was reported that the wake button was sticking. The customer's blood glucose level (bg) was 48 mg/dl. Customer consumed carbohydrates to address their bg. Replacement pump was sent to customer to resolve the issue.